Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
It was reported on (B)(6) 2017 that a patient from (B)(6) had a "sizing issue." Attempts to obtain more information have been unsuccessful.